Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator was powered on, and a "blower demand exceeded" alarm occurred as well as other alarms patient circuit fault alarms. Bench testing revealed a malfunctioning blower module was creating the alarms. Carefusion replaced the blower module to address the reported issue.

Event description:
It was reported to carefusion that the unit was getting multiple blower fault alarms to service the device, which was considered to be operating as intended. While in service, it was discovered that the unit had a malfunctioning blower. There was no patient involvement.